Event description:
It was reported that a user employing a teflon cannula infusion set inadvertently detached the infusion site from the introducer needle after observing drops and before inserting the site, resulting in an incorrectly deployed infusion set; the agent provided troubleshooting and education, guiding the user to apply a new site, connect prefilled tubing, and fill the cannula. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included interviews with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem associated with an improper procedure involving the cannula component. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.